Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged occlusion alarm was verified. The alleged cartridge leak could not be verified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that while the customer inserted insulin into the cartridge, insulin was seen exiting the cartridge tubing. Additionally, it was reported that an occlusion alarm occurred. Blood glucose was 235 mg/dl. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information was provided.